Event description:
It was reported that the device had a low battery voltage at seven months post implant. The device has been removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received upon receipt, the battery of the device was depleted to 1.9v. The device was tested on the automated test system with a replacedment battery. No high current measurements were found. The device went through temperature cycling and humidity testing. No high current measurements were observed. The device was sent to the vendor for destructive analysis. No anomalies were detected. The cause of the the battery depletion was not determined.